Manufacturer narrative:
.

Manufacturer narrative:
Device manufacturing date is dependent on lot number, therefore, unavailable. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's thoracic clamp. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event. No device failure.

Event description:
A medtronic representative reported that, while in a spine procedure, there was movement of the spine clamp. A spine clamp was attached to the spinous process of the l4, and the procedure was started. A non-medtronic surgical device caught the spine clamp and the spinous process of the l4 was broken. A spine clamp was attached to the spinous process of the l5 and an image was re-taken. The spine clamp was not damaged. The surgeon continued the procedure to completion with the use of an imaging system. Delay in therapy was less than one hour. It was reported that patient injury was unknown. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's thoracic clamp. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.